Manufacturer narrative:
The reported malfunction was observed and attributed to a dirty diffuser filter. The diffuser filter was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed an error and stopped ventilating. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.